Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7129547. Product family: scs-ipg-r-MRI upn: m365sc12160 model: sc-1216 serial: (B)(6) batch: 572179. Product family: scs-lead fixation upn: m365sc43160 model: sc-4316 serial: batch: 31528542.

Event description:
It was reported that patient had one spinal cord stimulation (scs) lead migrated down to the pocket. The patient underwent revision procedure wherein the lead was replaced with a paddle. The explanted device was discarded per facility policy.